Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power back up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunctions were verified and attributed to a defective auxiliary power supply which did not supply output voltage. This type of defect prevented the device from charging the battery which caused the reported malfunctions. The power supply was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.